Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped form 45% to 5% after being connected to a power source. Following the battery drop the pump was unable to be charged successfully. In addition, the customer reported the pump shut off unexpectedly. The customer stated the pump was initially plugged in and they may have held down the button, entering the pump into storage mode. However, this was unable to be confirmed. There was no impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
(B)(4).